Event description:
It was reported that the keypad on the hcu 30 device was stuck and would not fully function. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the issue and replaced the defective keypad and display assembly. The unit was tested to factory specifications and passed testing. The unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available.